Event description:
Literature was reviewed regarding a patient implanted with a right ventricle to pulmonary artery (rv-pa) contegra graft at the age of one month. It was reported that 4 years later, the patient received an upgrade in the size of the right ventricle to pulmonary artery (rv-pa) contegra graft. It was reported that the patient received stenting of the right pulmonary artery (rpa) and had undergone multiple bilateral percutaneous balloon pulmonary angioplasty procedures. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
G2: citation: authors: tamo sultan, et al.. Salmonella endocarditis in an immunocompetent 8-year-old with a mechanical aortic valve: a case report and literature review. Progress in pediatric cardiology 74:101739 2024. 10.1016/j.ppedcard.2024.101739 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.